Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery. It was also reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 120 mg/dl. No significant events leading to the alarm were observed. Customer states they are unable to rewind the pump. Advised discontinuation of the insulin pump. Nothing further reported.